Event description:
Patient reported the infusion set tubing became separated from the connector piece overnight. Patient stated he could not recall it getting stuck on anything to cause it to tear. Patient reported he inserted it into his body on yesterday. Patient stated he went to remove his infusion site to take a shower and noticed that the tubing was not there. Patient reported when he checked the found the infusion device and tubing were on his bed with the connector piece still connected to the other connector piece of the headset. Patient stated the connector pieces remained connected securely but the tubing tore away completely from the connector piece. Patient reported his readings were not affected. Patient reported he changed the infusion set and all is working fine now. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.